Event description:
Revision surgery - the pt had instability. The surgeon felt it necessary to use a thicker tibial insert to increase the stability. The revision was not due to an implant problem, rather the pt's soft tissue.